Event description:
It was reported there was an intermittent image loss recoverable by a system reboot. This issue will cause the system to be unusable due to a loss of the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the frame grabber board. The system operates as intended.